Manufacturer narrative:
Details of complaint: on (B)(6) 2020, (B)(6) reported the cns (pu-621ra sn: (B)(6) ) was flashing numerics and patient names. Upon rebooting of the unit, the cns displayed low fan speed error. The customer inspected the unit and found it to have dust in the front and back. No further issues occurred after vacuuming. Investigation conclusion: the unit displayed error message notifying user of the fan error. The root cause is determined to be accumulation of dust in the fan. This led to overheating of internal components caused the unit to become unable to function as expected. Issue was resolved upon cleaning the unit and no nka repair/servicing was needed to resolve the customer issue.

Event description:
The biomedical engineer (bme) reported that the numerics and the patient names were flashing on the central nurse's station (cns); and after checking connections, they rebooted the unit to get it working. The customer then called us when this happened again about 7 hours later from when this initially occurred. They rebooted the unit again, but this time they received a fan low speed error. Unit was inspected, and there was dust found in the front and back of the unit. After vacuuming the unit, they have had no issues. No patient harm reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the numerics and the patient names were flashing on the central nurse's station (cns); and after checking connections, they rebooted the unit to get it working. The customer then called us when this happened again about 7 hours later from when this initially occurred. They rebooted the unit again, but this time they received a fan low speed error. Unit was inspected, and there was dust found in the front and back of the unit. After vacuuming the unit, they have had no issues. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: concomitant medical device: telemetry transmitters were being used in conjunction with the cns, but no model or serial numbers provided.

Event description:
The biomedical engineer (bme) reported that the numerics and the patient names were flashing on the central nurse's station (cns); and after checking connections, they rebooted the unit to get it working. The customer then called us when this happened again about 7 hours later from when this initially occurred. They rebooted the unit again, but this time they received a fan low speed error. Unit was inspected, and there was dust found in the front and back of the unit. After vacuuming the unit, they have had no issues. No patient harm reported.